Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of medes - undetectable bus was confirmed by fse (field service engineer) and subsequently confirmed in the dchu testing and inspection process. According to work order (wo) (B)(4). The issue was that row b tray was not recognizing the pockets. The fse replaced the tray, reinserted the pockets and verified them via hta and all passed. Restarted the station main application. Tested on the main app and tested in hta. During dchu visual inspection and dchu testing the following findings were observed: first assy tray hh, pn 356450-01 was received and did not show any missing components, no misalignment of the compartment release cable, and no issues with the compartment release mechanism or torsion springs. During dchu testing, no issues were detected in the lid opening or the cubie pocket release tests. Additionally, the hardware test application (hta) verified that the assy tray hh is operating as intended. Second assy tray hh pn 356450-01, was received with signs of fluid ingress. Due to the presence of fluid ingress, dchu testing and hta testing are not required. The device was in use for treatment purpose as intended per 21 cfr 820.198(d). Root cause: the root cause to the reported failure undetectable bus is attributed to the fluid ingress of one assy tray hh p/n 356450-01 which produces a short/miscommunication.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie drawer not detected on bus. As per part investigation, it was determined that there was fluid ingress on assy tray half height. There were no adverse events or injuries reported based on this event.